Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. According to the product experience report (per), this device and electrode were explanted due to pocket site infection. The field clinical representative (fcr) contacted boston scientific technical services (ts) on (B)(6) 2017. The fcr informed ts that the patient had lost weight, developed an infection associated with pocket erosion. The fcr reported that an untreated episode was recorded due to development of a non-sustained ventricular arrhythmia.